Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An valiant navion stent graft was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that on follow up CT performed approximately one year post implant on (B)(6) 2021 an unexpected product enlargement was observed with the presence a proximal endoleak (type ia). As per the physician the cause of the endoleak and product enlargement was related to the device no additional sequelae were reported and it was reported that the patient is in stable condition.

Manufacturer narrative:
Additional information; it was reported the reason the valiant navion was explanted was due to the type ia endoleak, associated with abdominal disease progression. It was said it would have been an extremely complex endo repair so an open surgical approach was performed (taaa open repair) and thoracic endograft (navion) explant. It was reported the patient was in ICU with renal insufficiency present. The graft was explanted on (B)(6) 2022. The physician reported no gross defects were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Core lab review of CT imaging from 4 days post implant observed no endoleak, fracture, stent ring enlargement or stent ring migration. Core lab review of CT imaging from approximately one year post implant observed a type ia endoleak. No fracture, stent ring enlargement or stent ring migration was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.